Manufacturer narrative:
The event logs have been received at nihon kohden and the case is currently under investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm a vtac event. It was discovered in the arrhythmia recall data.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm a vtac event. It was discovered in the arrhythmia recall data. Kc investigation: based on the information provided, the system was monitoring in single lead analysis and arrhythmia detection was in lead I. Based of the low amplitude of the waveform, the system judged the beats as "n" normal beats and not "v" ventricular beats based on the amplitude and similar morphology. It is recommended that the site considers amplitude when choosing a monitoring lead.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm a vtac event. It was discovered in the arrhythmia recall data.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer emailed nk tech support requesting evaluation of the attached heart rhythms. Customer stated that there was a missed v-tach alarm. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: this issue was investigated by the manufacturer, nkc, under (B)(4). The investigation determined that, based on the information provided, the system was monitoring in dingle lead analysis and arrhythmia detection was in lead I. Based on the low amplitude of the waveform, the system judged the beats as "n" normal beats and not "v" ventricular beats based on the amplitude and similar morphology. It is recommended that the site considers amplitude when choosing a monitoring lead. Service history for this customer shows the following related incidents: (B)(4) - reported on (B)(6) 2019. No arrhythmia alarms due to customer had arrhythmia recall setting turned off. (B)(4) - reported on (B)(6) 2019. Device was not alarming vpc issue was caused by incorrect settings. (B)(4 - reported (B)(6) 2019. Vt alarms did not occur due to the clinical condition and the lead settings. (B)(4) - reported on (B)(6) 2018. Customer needed assistance in adjust the alarm level for bradycardia. (B)(4) - reported on (B)(6) 2018. Device not alarming v-tach due to heart rate setting. (B)(4) - reported on (B)(6) 2018. Customer needed assistance with master alarm settings. (B)(4) - this ticket. (B)(4) - reported on (B)(6) 2018. Device did not alarm v-tach due to amplitude and shape of the signal was analyzed in single-analysis mode. (B)(4) - reported on (B)(6) 2018. Cns did not alarm v-tach. Device detected 5-beat run of v-tach, however the alarm setting was for 7-beat run of v-tach. (B)(4) - reported on (B)(6) 2018. Waves were not called as expected. Logs could not be obtained for analysis. (B)(4) - reported on (B)(6) 2018. P-wave was seen as a qrs complex because of its size (~.2 mv). (B)(4) - reported on (B)(6) 2018. Device did not detect v-tach due to setting of 100 and 6 beats for v-tach. In this case, only 5 beats were reported. On 3/27/2019, a response letter was sent to customer regarding a particular case of cns not alarming for v-tach, ticket number (B)(4) . This letter provided a complete analysis of the reported events as well as provided recommendation on selecting the right device settings based on the waveform morphology. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. Investigation conclusion. The investigation determined that, based on the information provided, the system was monitoring in dingle lead analysis and arrhythmia detection was in lead I. Based on the low amplitude of the waveform, the system judged the beats as "n" normal beats and not "v" ventricular beats based on the amplitude and similar morphology. It is recommended that the site considers amplitude when choosing a monitoring lead. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.